Event description:
The caller reported a nurse grabbed the wrong inner cannula and put a size 4 inner cannula in a size 6 tracheostomy tube. The pt was ventilated and the oximeter was alarming and the pt was desaturating. They tried giving additional oxygen and inflating the cuff more and adjusting the peep. This happened for about 8 hours and when the caller came in she noticed the leak and it was kind of a hissing noise. The caller reported she then saw the package for the inner cannula and saw it was a size 4 and removed the inner cannula and verified it was a size 4. The caller reported she placed a size 6 in the pt and there were immediate results.

Manufacturer narrative:
There was no sample to return for failure investigation. The lot number is unk. There is no alleged defect of the size 4 inner cannula or the size 6 outer cannula.